Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -12.50/+3.0/088 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2018. The lens was repositioned on (B)(6) 2019 but the problem was not resolved. The lens was explanted on (B)(6) 2020 due to lens rotation not associated to a low vault. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).